Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient started to hear the pump alarm in (B)(6) 2012. Per the patient the pump ¿died¿ and the pump was supposed to be removed in (B)(6) 2012 but he patient decided they did not want surgery. The patient was planning to have the pump removed soon and was working with the healthcare provider and insurance.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (MRI technician) regarding a patient who was receiving saline of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain, failed back surgery syndrome, degenerative disc disease, and post lumbar laminectomy syndrome. It was reported that the patient was having an MRI performed on (B)(6) 2016. Compatibility guidelines were requested regarding MRI. The procedure was due to a problem with the patient¿s device / therapy. The patient¿s pump was no longer functioning. The date of event was unknown. The pump contained saline and was noted as needing to come out. The hcp indicated that as per the patient, the pump beeps / alarms ¿once in a while¿. The reporter had no further history. No patient symptoms were reported. The following additional information has been requested which was not available at the time of this report: onset/date of event, troubleshooting performed including results of the MRI, cause of event, and actions taken to resolve the event. If additional information is received, a follow-up report will be submitted.